Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Radiographs identified the following : superolateral dislocation of the right hip arthroplasty was observed. There was lucency present along the acetabular component and at the greater trochanter suspicious for osteolysis. The distal tip of the femoral stem was not visible on the x-ray image. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown liner, lot #: unknown, item #: unknown, unknown stem, lot #: unknown, item #: unknown, unknown cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04960, liner.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient was revised due to dislocation. Patient had dislocated six months prior. The head and liner were revised. Attempts were made to obtain additional information; however, none was available.